Manufacturer narrative:
Additional information was received indicating that the pump serial number: (B)(6) (updated d4) and the patient sex: male (updated a3).

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may not have been delivering correctly. Additional information was not provided to provide specific information on the delivery issue. Information has been requested from the reporter. Per reporter the pump was replaced. No adverse patient effects were reported.